Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was poor coupling with recharging. The patient would get 8 coupling boxes when he started a charging session but then would lose coupling right away and he would typically just get 2-3 boxes. Repositioning the antenna did the resolve the issue. An antenna locate (al) was attempted, which resolved the issue. The numbers were 52-64. No symptoms reported. The patient had a stroke in (B)(6) 2016 but it was not related to the implantable neurostimulator (ins). A new antenna was going to be sent even though the al feature was able to get the patient back to 8 coupling boxes for the time being. The issue started in (B)(6) 2016. Additional information was received from a consumer (con). It was reported that the patient was seeing a poor coupling screen. They noted that repositioning the antenna did not resolve. They attempted an al and attempted a recharging session, which resolved the issue. The patient also saw a "charge ins" screen. They noted that they turn their ins off at night. When they turn it on in the morning, it is depleted further than expected. They stated that their back, legs, and feet had been hurting more, from possible neuropathy or arthritis, so they wanted to use the implant more. There were no reports of falls or trauma related. The patient was going to follow up with their healthcare professional (hcp) about a month after the report to address the symptoms and to check the ins. The patient also mentioned medical issues that they had prior to the implant, including two strokes (one of which had blindness, inability to talk, and hospitalizations afterwards), an aneurysm, bleeding in the brain, back pain, getting run over by a bull in their back and neck, and not getting pain relief. The patient stated that they would get distracted in the afternoon, versus being sharp in the morning. They also mentioned having a stroke two and a half months prior to the report, where they were in the hospital and passed out. As a result, they had lovenox injected into their belly. At 6-8 hours after, it started getting better, but took a couple of weeks before they were able to walk. They noted that they were taking plavix and was instructed to go off the medications for 14 days and ended up being 14-20 days without it as a blood thinner. The patient confirmed it was unrelated to the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.